Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting out of range pacing impedance measurements on an intermittent basis. Several episodses of noise were noted. All other lead measurments were within normal limits. Muscle stimulation during daily measurements was also reported. Additional information was received that as a result of the noise, oversensing, but no pacing inhibition was confirmed. No adverse patient symptoms were reported.